Event description:
In this event, the plastic of the charger significantly melted from overheating while charging. Left and right hearing aid plastic deformed within the charger. No injury and no medical intervention were reported. Results of investigation: the investigation found that the unit received showed extensive melting around usb-c receptacle, which seems to be caused by heat. The analysized material and experiments in the lab showed no evidence of fire during the incident the usb plug from usb cable was desoldered during the incident , probably due to high temperatures, and remains in the usb receptacle. X-ray showed bent pins in usb plug/receptacle battery and pcba are very damage due to high temperature reached during the incident it was not been possible to reproduce in the lab this failure mode with extended melting. All trials to reproduce a thermal event resulted in very localized melting around usb receptacle flame retardant material on the charger housing and cord sleeve prevent further burning.

Manufacturer narrative:
The results of the visual inspection and technical assessment indicate that the root-cause is a short circuit developed in the usb connector or usb receptacle due to bent pins. Corrective and preventative actions have now been implemented in cases related to thermal events in charger with usb c receptacle as documented in CAPA. Preventative action was taken to reduce the portable charger's maximum battery capacity from 100% to 80% to prevent extensive battery reactions during battery short-circuit. Preventive measure has been verified to be effective in further reducing the possibility and sufficient energy to cause severe melting cases. No further root causes have been identified. We were made aware, that our electronic submissions were failing and not being received by FDA. This case is being re-submitted electronically as part of a CAPA. The initial report was sent as a hard copy by mail in june 3, 2022.. As part of the CAPA it was determined that all paper submissions should be re-submitted electronically to FDA.